Event description:
Caller reported experiencing cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to perform a pump reset, after which the error code was resolved and the caller successfully started a new sensor session.